Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient does not remember some details leading up to the event as he lost consciousness and was by himself at that time. The patient stated that on the day of the event the cgm reading was almost 147 mg/dl and that the blood glucose reading was 121 mg/dl. The patient treated himself with taking 30 units of novolog flexpen insulin, as he would normally do, and consumed a sandwich 20 minutes after. When the patient was asked if he inserted too much insulin, he denied this and stated that he treated himself as he would normally do, before a meal. The patient lost consciousness while eating a sandwich and was found unconscious on the floor by his grandson almost two and a half hours later. An ambulance was called and when the paramedics arrived the patient´s blood glucose reading was 46 mg/dl, no cgm reading was reported from that time. The patient¿s body temperature had also dropped to 90 degrees fahrenheit by that time. The paramedics treated the patient to get his blood sugar level and body temperature up, but no specific treatment was reported. It was reported that his body temperature was 90 degrees fahrenheit for over 8 hours. When the patient regained consciousness, he was brought to the hospital where a fingerstick was taken and the blood glucose reading was 150 mg/dl. There is no cgm reading reported from that moment, but the patient was told by the doctor that the cgm reading had a difference of 20 points. The patient was in the hospital for a total of 5 days, and even though there is no specific information on what type of treatment the patient received in the hospital, the patient mentioned they changed his basal insulin treatment plan. Before the event the patient was taking tresiba (B)(4) units a day, which was changed to 20 units levemir a day. The levemir dose had increased and at the time of follow up call with the patient, he was taking 24 units a day and it would change to 26 units the day after the call. At the time of the report the patient was doing fine. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.